Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that the most likely cause of the reported failure is user error. Excessive force applied to the shortening suture strands or tensioning them out of alignment with the bone socket, may result in strand breakage and compromise the ability to fully seat the implant. The complaint allegation was confirmed based on the customer's attached photo, which shows a frayed white section of the suture with bunching, indicating excessive force was used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the tightrope broke. The broken piece was retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 19-may-2025: further information was received that a second surgery was performed on the same day (B)(6). No further information received. Update (B)(6) 23-may-2025: further information was received that the updated information from 19-may was incorrect. There was no second surgery performed, the initial provided information was correct.